Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 11/12/2018. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned that meter is reading high. Customer is storing strips properly and claims to be using the correct testing technique. Customer does not have any control solution to test meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2018, a blood test was was not performed by the customer. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is 11/12/2018. The meter memory was reviewed for previous test result history: result 1:182mg/dl date:(B)(6) 2018, time:11:38am fasting, result 2:174mg/dl date:(B)(6) 2018, time:6:05pm fasting, result 3:180mg/dl date:(B)(6) 2018, time:9:22pm fasting, result 4:158mg/dl date:(B)(6) 2018, time::33pm fasting, result 5:163mg/dl date:(B)(6) 2018, time:3:32pm fasting, result 6:211mg/dl date:(B)(6) 2018, time:11:10am fasting. Customer is concerned that meter is reading high. Customer is storing strips properly and claims to be using the correct testing technique. Customer does not have any control solution to test meter.